Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the threaded tip of the holder broke off. The product was not implantable, and no fragment of the instrument remained in a patient. There was no patient involved.

Manufacturer narrative:
H3: product analysis of product: 4200-1001, lot: n140501 visual and optical inspection confirmed the tip of the implant holder has broken. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.